Event description:
It was reported that there were high thresholds on the atrial lead, and an insulation break on the right ventricular lead. The leads were partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; the proximal portion of each lead were returned for analysis. (B)(4) the outer insulation was breached due to environmental stress cracking. Blood was also found in the proximal conductor. (B)(4) the returned segment met specification.